Event description:
It was reported a generalized feedback on "nuisance air-in-line alarms." This issue was reported to bd representative during site visit. When educating the staff on air-in-line alarms troubleshooting, clinicians reportedly misidentified air-in-line sensor. Bd team discussed nuisance air-in-line alarm troubleshooting techniques on open/closing the safety clamp. There was patient involvement but impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility